Event description:
It was reported that during a da vinci-assisted surgical procedure, error 23069 was observed on universal surgical manipulator (usm) 3. The field service engineer (fse) was contacted for troubleshooting assistance, and the fse had the operating room (or) nurse perform a hard power cycle, but the issue persisted. The or nurse requested the fse to troubleshoot the system; no further troubleshooting steps were attempted. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported issue. The unit was tested on an in house system and failed normal mode as it triggered 23069 errors on degree of freedom (dof) 4 insertion. The unit failed insertion chipencoder virtual absolute (cva) characterization on the psc fixture test platform (pftp.) The dof 4 cva pca was swapped out with a new one and the error no longer occurred. The original dof 4 cva pca was reinstalled and the errors returned. The unit was tested on a pftp with a new dof 4 cva pca and went through more testing on a pftp and passed direction test, lissajous, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The root cause was attributed to component failure.